Manufacturer narrative:
Section d6b: if explanted, give date: unknown, information not provided. Section e1: title, email address, city, state, post office or zip code: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation, the lens unfolded slowly, and the posterior lens remained in the semi-unfolded state. Doctor had to surgically intervene and adjust of the lens position. The doctor accidentally scraped the anterior capsule at the optic edge and haptic of the lens, resulting in the rupture of the anterior capsule in the patient. Sutures were performed. Under the microscope, it is relatively clear that the edge of optic haptic was damaged. Delay to overall procedure surgery time. Iol remains implanted. No further information available.